Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Other: device has been evaluated but not repaired, pending customer approval of the estimate.